Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during setup for a cori assisted tka, after pressing the button to choose a bur size in the bur selection screen, the confirmation page would appear with a message saying ¿internal error. The system has detected that the application unexpectedly exited. Please contact customer service¿. The real intelligence cori was turned off and rebooted. The same thing happened 5 times. The case was completed after a non-significant delay, using manual instrumentation since the cori was not functioning. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. It was found that after selecting a bur during case creation, the system would produce and internal error. Logs and system files were reviewed. The reported problem was confirmed. Investigation of the system files found that the handpiecesettings.json file was corrupted. After correcting the file, the system was able to function properly. The most likely cause seems to be that the handpiecesettings.json file failed to properly close when data from a new handpiece was being written to it. This resulted in an incomplete data log and prevented the console from reading from or writing to the file. This is related to a known software defect which is currently unresolved. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.